Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a low sensor glucose reading when the customer's actual blood glucose level was 200 mg/dl. The customer treated their blood glucose with a manual injection. The customer also received the bad sensor alert. Troubleshooting was performed. The customer was advised that the sensors would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened or used enlite sensor and performed the bicarbonate buffer test per dop (B)(4). The sensor failed per specification due to high readings. The needle complaint was unable to be confirmed due to the customer not returning the insertion needle and only returning the sensor. It was also found that the cannula was bent. It could not be confirmed whether the customer received the sensor in said condition due to the customer returning the sensor opened or used.